Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by a consumer ((B)(6)) and describes the occurrence of pelvic pain ("abdominal-pelvic pain, pelvic or abdominal pain") and general physical health deterioration ("deterioration of health led to disability leave on several occasions") in a female patient who received essure (batch no. 634986). The occurrence of additional non-serious events is detailed below. In 2008, the patient started essure. On (B)(6) 2009, one year after placement of the essure inserts, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), general physical health deterioration (seriousness criterion disability), migraine ("incapacitating migraines/headaches every day"), nausea ("nausea"), dizziness ("dizzy spells, dizziness"), balance disorder ("loss of balance"), hypertension ("hypertension"), visual acuity reduced ("reduction in vision, ophthalmological signs"), tinnitus ("tinnitus, clinical ent signs"), fatigue ("chronic fatigue"), myalgia ("generalized muscle pain, non-gynaecological pain"), arthralgia ("joint pain"), loss of libido ("loss of libido"), gingival disorder ("deterioration of dental status (gums and broken teeth)"), tooth fracture ("deterioration of dental status (gums and broken teeth)"), hyperhidrosis ("sweating"), night sweats ("night sweats"), insomnia ("poor quality of sleep, insomnia"), palpitations ("palpitations, functional cardiological signs"), asthma ("asthma, respiratory signs"), lower respiratory tract infection ("chest infection, respiratory signs"), bronchitis chronic ("chronic bronchitis, respiratory signs"), amenorrhoea ("sudden absence of menstrual periods"), sinusitis ("sinusitis, clinical ent signs"), joint crepitation ("cracking joints"), musculoskeletal pain ("muscle and joint pain"), sense of oppression ("oppression"), dyspnoea ("oppression and shortness of breath every day, respiratory signs"), cough ("cough, clinical ent signs"), abdominal distension ("swollen abdomen"), urinary incontinence ("urinary leakage"), disturbance in attention ("difficulty concentrating"), poor peripheral circulation ("poor circulation in limbs with pins and needles in feet, hands and arms, functional cardiological signs"), paraesthesia ("poor circulation in limbs with pins and needles in feet, hands and arms"), limb discomfort ("heaviness in legs") and burning sensation ("burning in the body"). The patient was treated with physiotherapy, osteopathy and will be treated with surgery (steps underway for removal). Essure treatment was not changed. At the time of the report, the pelvic pain, migraine, nausea, dizziness, balance disorder, hypertension, visual acuity reduced, tinnitus, fatigue, myalgia, arthralgia, loss of libido, gingival disorder, tooth fracture, hyperhidrosis, night sweats, insomnia, palpitations, asthma, lower respiratory tract infection, bronchitis chronic, amenorrhoea, sinusitis, general physical health deterioration, joint crepitation, musculoskeletal pain, sense of oppression, dyspnoea, cough, abdominal distension, urinary incontinence, disturbance in attention, poor peripheral circulation, paraesthesia, limb discomfort and burning sensation outcome was unknown. The reporter provided no causality assessment for pelvic pain, migraine, nausea, dizziness, balance disorder, hypertension, visual acuity reduced, tinnitus, fatigue, myalgia, arthralgia, loss of libido, gingival disorder, tooth fracture, hyperhidrosis, night sweats, insomnia, palpitations, asthma, lower respiratory tract infection, bronchitis chronic, amenorrhoea, sinusitis, general physical health deterioration, joint crepitation, musculoskeletal pain, sense of oppression, dyspnoea, cough, abdominal distension, urinary incontinence, disturbance in attention, poor peripheral circulation, paraesthesia, limb discomfort and burning sensation with essure. The reporter commented: one year after placement of the essure inserts, I started to encounter numerous health problems, multiple symptoms. Consequences were allergy tests, plain film of abdomen, abdominal-pelvic MRI in (B)(6) 2017, blood test, osteopathy, physiotherapy, pneumologist, general practitioner. The doctors were unable to relieve the pain because the causes were unknown. The problems became worse over the years and led to disability leave on several occasions due to deterioration of health. Steps are underway for removal. Diagnostic results: on unknown dates: allergy tests. Blood test. In (B)(6) 2017: plain film of abdomen, abdominal-pelvic MRI. The reporter did not wish any further contact with the company. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented abdominal-pelvic pain, deterioration of health led to disability leave on several occasions and chest infection, respiratory signs (seen as lower respiratory tract infection ). Steps underway for essure removal. The reported events are serious. Deterioration of health led to disability leave on several occasions due to disability and other events due to medical importance. Pelvic pain is anticipated in essure's reference safety information whereas other events are unanticipated. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering positive temporal relationship and event's nature , causality with the suspect insert cannot be excluded. Regarding the events deterioration of health led to disability leave on several occasions and chest infection, respiratory signs since essure acts locally in fallopian tubes, the causality can be excluded. This case was regarded as incident since device removal will be required. The product technical analysis and further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer ((B)(4)) and describes the occurrence of pelvic pain ("abdominal-pelvic pain, pelvic or abdominal pain") and general physical health deterioration ("deterioration of health led to disability leave on several occasions") in a female patient who received essure (batch no. 634986). The occurrence of additional non-serious events is detailed below. In 2008, the patient started essure. On (B)(6) 2009, one year after placement of the essure inserts, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), general physical health deterioration (seriousness criterion disability), migraine ("incapacitating migraines/headaches every day"), nausea ("nausea"), dizziness ("dizzy spells, dizziness"), balance disorder ("loss of balance"), hypertension ("hypertension"), visual acuity reduced ("reduction in vision, ophthalmological signs"), tinnitus ("tinnitus, clinical ent signs"), fatigue ("chronic fatigue"), myalgia ("generalized muscle pain, non-gynaecological pain"), arthralgia ("joint pain"), loss of libido ("loss of libido"), gingival disorder ("deterioration of dental status (gums and broken teeth)"), tooth fracture ("deterioration of dental status (gums and broken teeth)"), hyperhidrosis ("sweating"), night sweats ("night sweats"), insomnia ("poor quality of sleep, insomnia"), palpitations ("palpitations, functional cardiological signs"), asthma ("asthma, respiratory signs"), lower respiratory tract infection ("chest infection, respiratory signs"), bronchitis chronic ("chronic bronchitis, respiratory signs"), amenorrhoea ("sudden absence of menstrual periods"), sinusitis ("sinusitis, clinical ent signs"), joint crepitation ("cracking joints"), musculoskeletal pain ("muscle and joint pain"), sense of oppression ("oppression"), dyspnoea ("oppression and shortness of breath every day, respiratory signs"), cough ("cough, clinical ent signs"), abdominal distension ("swollen abdomen"), urinary incontinence ("urinary leakage"), disturbance in attention ("difficulty concentrating"), poor peripheral circulation ("poor circulation in limbs with pins and needles in feet, hands and arms, functional cardiological signs"), paraesthesia ("poor circulation in limbs with pins and needles in feet, hands and arms"), limb discomfort ("heaviness in legs") and burning sensation ("burning in the body"). The patient was treated with physiotherapy, osteopathy and will be treated with surgery (steps underway for removal). Essure treatment was not changed. At the time of the report, the pelvic pain, migraine, nausea, dizziness, balance disorder, hypertension, visual acuity reduced, tinnitus, fatigue, myalgia, arthralgia, loss of libido, gingival disorder, tooth fracture, hyperhidrosis, night sweats, insomnia, palpitations, asthma, lower respiratory tract infection, bronchitis chronic, amenorrhoea, sinusitis, general physical health deterioration, joint crepitation, musculoskeletal pain, sense of oppression, dyspnoea, cough, abdominal distension, urinary incontinence, disturbance in attention, poor peripheral circulation, paraesthesia, limb discomfort and burning sensation outcome was unknown. The reporter provided no causality assessment for pelvic pain, migraine, nausea, dizziness, balance disorder, hypertension, visual acuity reduced, tinnitus, fatigue, myalgia, arthralgia, loss of libido, gingival disorder, tooth fracture, hyperhidrosis, night sweats, insomnia, palpitations, asthma, lower respiratory tract infection, bronchitis chronic, amenorrhoea, sinusitis, general physical health deterioration, joint crepitation, musculoskeletal pain, sense of oppression, dyspnoea, cough, abdominal distension, urinary incontinence, disturbance in attention, poor peripheral circulation, paraesthesia, limb discomfort and burning sensation with essure. The reporter commented: one year after placement of the essure inserts, I started to encounter numerous health problems, multiple symptoms. Consequences were allergy tests, plain film of abdomen, abdominal-pelvic MRI in (B)(6) 2017, blood test, osteopathy, physiotherapy, pneumologist, general practitioner. The doctors were unable to relieve the pain because the causes were unknown. The problems became worse over the years and led to disability leave on several occasions due to deterioration of health. Steps are underway for removal. Diagnostic results: on unknown dates: allergy tests. Blood test. In (B)(6) 2017: plain film of abdomen, abdominal-pelvic MRI. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 26-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2.787 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality safety evaluation of ptc: lot number: 634986 production date: apr-2009 expiration date: apr-2012. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-may-2017: quality-safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.